Event description:
The customer reported that the accuracy is off when weighing items. The procedure was completed successfully by weighing the items on another scale. No adverse consequences or medical intervention were reported.